Event description:
It was reported that the pump time was incorrect due to use error. Reportedly, the customer experienced blood glucose (bg) levels ranging from a value displayed as "low" (specific value not provided), to a value displayed as "high" (specific value not provided). A correction bolus via the pump was delivered to address elevated bg, and low bg was addressed via consumption of carbohydrates. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.